Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the dissection was treated with a 2.5 x 12 mm xience alpine stent. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 28 mm xience alpine stent. After stent deployment, it was noted that a dissection had occurred. Another xience alpine stent was implanted, overlapping the first stent, as treatment of the dissection. The event resolved on (B)(6) 2018. No additional information was provided.